Event description:
It was determined the event is unrelated to the unable to disable MRI mode fsca. The ipgs inoperability is unrelated to MRI mode.

Manufacturer narrative:
It was determined the event is unrelated to the unable to disable MRI mode fsca. The ipgs inoperability is unrelated to MRI mode. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an MRI several years ago, the patient was unable to disable MRI mode. Surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.